Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm at first inflation and up to 8atm at second inflation. However, at second inflation, it was noted that the balloon ruptured. The balloon was removed from the patient's body without problems and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.